Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) bacteremia. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.